Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of a multi-axial screwdriver broke off while attempting to remove a previously implanted pedicle screw. Surgeon used the second screwdriver to remove the pedicle screw. Product came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.